Event description:
The hcp reported that the pt presented with pain, at the level of the catheter tip, approx 3 months after implant of the drug delivery pump. An MRI was performed and identified inflammation at the level of t6. The catheter was repositioned and the pt is reportedly "doing well".